Event description:
No error. Synvisc-one injections completed for patient that reported pseudoseptic joint reaction (swelling, moderate-severe pain) after initial trial of medication within 2 - 3 days of the procedure. - injection completed (B)(6) 2025, reported reaction started (B)(6) 2025 - seen in ER on (B)(6) 2025 due to severe pain & limited function, ruled out joint infection at that time. - pt scheduled for f/u visit with provider on (B)(6) 2025 for reassessment & anticipated joint aspiration & steroid injection.